Event description:
It was reported that three years after implant the right ventricular (rv) lead threshold jumped from less than 1.0v at .4ms to 1.5v at 1.0 ms and 2.5v at .4 ms. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).